Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is unknown. Additional info has been requested.

Event description:
A nurse from the user facility provided add'l info stating there was no pt impact/injury associated with this event. Pt indicated the wrong delivery system was used.